Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/23/2015 with the following findings:during testing, the display screen was found to be dim and discolored. All the keypad buttons were intermittently unresponsive. Evidence of contamination was found under the key contacts. The battery compartment was found to be cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display issue, a keypad response issue with contamination, and damage to the battery compartment. This report is made based on results of investigation completed on 10/23/2015.